Event description:
Rn unable to retract needle after injection. Stuck herself after removing from patient.

Manufacturer narrative:
Vanishypoint syringes have a retraction mechanism which is activated by the user after injection (before removing the needle from the patient) and retracts the contaminated needle into the syringe barrel. Since the device was not returned for evaluation, no conclusion can be drawn regarding device failure or user error.